Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's mother stated that in (B)(6), she filled a reservoir as usual and put together a new infusion set. She reported that she placed it on the table and noticed a puddle of insulin on the table about 10 minutes later. The caller stated that the customer normally had drops in blood glucose levels at night, but on that night, her blood glucose levels kept rising. The customer woke up with a blood glucose reading of 350 mg/dl. Later that day, it had risen to 550 mg/dl, so the caller disconnected the device from the customer and attempted to manually push insulin out. She stated that nothing came out, so she changed the insulin, reservoir, and infusion set. She treated the customer's high blood glucose with a manual injection of 3 units of insulin. She advised that, within a few hours, the blood glucose returned to normal. Ketones were high, but since then she was fine. Nothing further reported.